Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a tibial contralateral angioplasty procedure was performed to treat a heavily calcified, de novo, 80% stenosis in the mid left superficial femoral artery (sfa). Reportedly, the 6.0 x 80mm armada 35 balloon catheter was advanced and the first inflation was at 14 atmospheres for 2 minutes. The balloon deflated fully and normally and was advanced to a more distal, calcified lesion in the distal sfa. The same balloon was re-inflated; however, the balloon ruptured at 4 atmospheres. There was bleedback into the inflation device and pressure could not be increased. The device was removed and another balloon was used to complete the angioplasty. There was no resistance during advancement of the device. Resistance was felt due to patient anatomy during retraction of the device. A 6 x 120 x135 armada 35 was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. Scanning electron microscopy (sem) analysis was performed and the results suggest that the balloon failure may be attributed to mechanical damage to the outer surface. Radial damage was observed leading to, at and intersecting the rupture edge. This further suggest that the rupture occurred due to interaction with the lesion calcification. Based on a visual inspection and analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.